Manufacturer narrative:
This complaint was reviewed and found not reportable. This complaint will be voided as the issue occurred intra-operatively caused the revision surgery. This event has already been reported under complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight are not available for reporting. Date of device migration is not known. The 510k: this report is for an unknown t-pal implant. Date of explant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported patient underwent a transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2017 at l5-s1. After the transforaminal posterior atraumatic lumbar (t-pal) cage and pedicle screws were implanted, x-rays were taken to confirm implant position. The a/p view revealed the cage was lateral to its desired location. Surgeon attempted to move the cage but was not successful. Explorative measures were taken to gain sight of the cage but were also not successful due to patient anatomy. Implant was left in its position and surgery was completed. On unknown date it was determined the t-pal implant had migrated to the patient¿s abdominal cavity. Patient was returned to surgery in (B)(6) 2017 where the implant was removed from the abdomen. Initial implant procedure is addressed in (B)(4). This report addresses the revision procedure. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown. This report is for one (1) unknown t-pal implant. This is report 1 of 1 for (B)(4).